Event description:
It was reported that a tria ureteral stent was used in a procedure. During the procedure, it was noticed that the stent was broken. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event stent shaft break.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event stent shaft break. Block h11: investigation result upon receipt at our quality assurance laboratory, this tria firm ureteral stent underwent a thorough analysis. Visual analysis identified that the stent bladder coil was completely detached from the shaft. The suture and the detached part were returned for analysis, which confirmed the reported event. A product labeling review identified that the device was used per the directions for use (dfu) / product label. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get detached/separated during the procedure, affecting the performance of the device.

Event description:
It was reported that a tria ureteral stent was used in a procedure. During the procedure, it was noticed that the stent was broken. The procedure was completed with another of the same device and there were no patient complications reported.